Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of spinal pain. It was reported that during battery replacement, it was noted that the tissue in the ins pocket was eroded. This was dissected and fully removed. Cultures were negative but antibiotic solution was utilized in the pocket. A tyrx pouch was also placed in the pocket. The event was possibly related to the device or therapy and not related to the implant procedure. The event was resolved without sequelae. No further patient complications were reported as a result of this event.